Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 429 mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 390 mg/dl at the time of the call. Customer did not mention if the auto mode was active during the high blood glucose event. Customer declined to further troubleshooting. The product was not returned for analysis.